Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported the patient programmer batteries ran out too quickly. The patient was using lithium batteries and they were changing them when they were down to 50 percent. The programmer did not display the screen to change the programmer batteries. The patient had to change the batteries after less than a month of having the programmer and then they had to change the batteries again three days later. This first occurred three weeks to a month ago with the batteries that came with the programmer and then again three days ago when lithium batteries were being used. When the programmer batteries ran out, the patient's implantable neurostimulator (ins) turned off. When the patient put new batteries in the programmer, the ins turned back on and their symptoms were resolved. The patient had symptoms of sudden tremor that started less than a month ago. The patient had contacted a manufacturing representative about the issue. The patient's indication for use is essential tremor and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.